Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: "during laparoscopic prostatectomy, three hours later from starting an operation, the customer noticed a silicon-like portion of the shield was attached to a forceps when removing it from the trocar. It didn't come off into the cavity. Any sharp metal instruments were not used and forcedly inserted/removed into/from the trocar. No patient injury and bleeding were reported." Initial investigation report by (B)(4) "the event unit with a portion of the shield was returned to olympus and visually inspected. The shield was found to be damaged and missing a portion (refer to fig.1). The returned portion approx. 3.3 mm x 2.7 mm almost matched the missing portion in shape (refer to fig.2). The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status - no patient injury. Type of intervention - unknown.

Manufacturer narrative:
Two more concomitant devices were added. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the shield component of the seal was damaged. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause is likely due to instruments catching on the shield. Per the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.